Manufacturer narrative:
Product ID# mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a deployment issue with the delivery system. Flat wire was found protruding from the delivery system outer shaft. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.6 cm from the distal end of the delivery system. The delivery system was able to deploy and recapture the device but had a little resistance on the tether due to the torn lumen. There was no evidence of the outer shaft and inner shaft being kink/buckled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys / expiration date: 28-sep-2020 / serial#: (B)(4). UDI #:(B)(4). Device available for evaluation? Yes, return date: 02-jul-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-apr-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) could not be recaptured during an attempt to reposition the device. It was noted there was a possible kink or bend in the cable of the delivery system (ds). The ipg was removed by locking the tether and removing from the sheath and body. The ipg was removed and replaced. No patient complications have been reported as a result of this event.